Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with an unspecified treatment. Patient was reported to be non complaint with treatment. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing at the earlier stage of treatment and was withdrawn at the time of this report. The reporter declined to provide additional information.